Manufacturer narrative:
Vyaire file identification : pc-(B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault on the vela ventilator. The customer reported no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and replaced the defective mainboard. Field technician tested volumes and fraction of inspired oxygen on ventilation. Oxygen cell was calibrated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.